Manufacturer narrative:
D10 concomitant product: 18775 7.5mm taperguard tracheal tubex10 lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a day of endotracheal intubation, a cuff air leak was observed, although the patient¿s ventilator function remained good, with intermittent cuff inflation performed. Few hours past the tube was replaced. The procedure went smoothly, and mechanical ventilation functioned normally. The patient underwent two episodes of resuscitation, and within a short period, required tube replacement twice due to cuff cuff air leaks.